Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with 2 bd a-line¿ molding defects were discovered. The following information was provided by the initial reporter, translated from (B)(6) to english: this issue was reported to be a damaged barrel or plunger.